Event description:
It was reported that the patient presented to the emergency department with symptoms of shortness of breath and dizziness. A device interrogation was performed and found that their right ventricular (rv) lead exhibited low pacing impedance, and it was in high-output mode with failure to capture. An echocardiogram was performed and discovered that the rv lead perforated the patient's heart. The rv lead was explanted and replaced. The patient was stable throughout.